Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was cleaned to resolve the reported issue. No patient information provided to date after calls to reporter (B)(6) 2020.

Event description:
The hospital reported an over delivery of patient airway pressure. There was no report of patient injury.